Event description:
It was reported that the pulse generator exhibited loss of capture. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found a piece of metal penetrated the battery boot which resulted in an electrical short between the battery case and pacemaker capsule.